Manufacturer narrative:
This monopolar curved scissors (mcs) instrument was transferred to the engineering team for further investigation and additional failure analysis was performed on the instrument by an advanced failure analysis engineer (afae). The advanced failure analysis (fa) investigation was completed, and the following information was obtained: the initial fa finding was confirmed, and the electrical contacts were investigated. It was found that one of the two electrical contacts was missing and not returned with the instrument. The missing electrical contact piece is approximately 0.0300" x 0.0830". The root cause of broken electrical contacts on the mci is typically associated with mishandling/misuse and can be caused by mishandling or improper installation of the tip accessory.

Event description:
It was reported that central processing, the instrument had something metal coming out of the distal tip of the monopolar curved scissors (mcs). The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue was found during an inspection of the instrument before the procedure in central processing. The instrument was not used on a patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting something metal was coming out of the distal tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a failure of a broken electrical contact. Additional observations not reported by the site were also identified. The instrument was found to have a broken tube adapter. The broken piece, measuring approximately 0.126" x 0.108" in size, was not returned with the instrument. The instrument was found to have abrasions on the tube adapter. The complaint regarding metal coming out of the distal tip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of electrical contact failure is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. The probable root cause of a broken tube adapter and abrasion on the tube adapter is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.